Event description:
It was reported that the atrial lead exhibited a low impedance of 100 ohms and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.